Manufacturer narrative:
Plant investigation: the acid/bicarb pump was returned to the manufacturer for physical evaluation. The acid/bicarb pump was received without any external damage and installed onto a test machine for testing. A ¿grinding¿ noise could be heard from the acid/bicarb pump followed by the ¿acid pump no eos¿ alarm during the rinse program. The failure was traced to a faulty optical sensor (ls2) on the lp645 board. Optical sensor (ls2) was replaced for retesting. The rinse program then completed without failures. Dialysis mode functioned properly without any failures. Self-test program completed without any failures. An inspection of the optical sensor found the bulb on one of the diodes has burned out. The lot number of the damaged diode is 1902. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. Therefore, the complaint is confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t machine was displaying an acid pump no eos during a rinse. The biomed reported that the pump had a grinding noise. The biomed stated that the machine is under warranty and requested a replacement part. There was no harm to any patients or individuals because of this malfunction. Additional information was requested, however, to date a response has not been received. The acid/bicarb pump was returned to the manufacturer and a replacement pump assembly was provided. Upon physical evaluation of the pump by the manufacturer, evidence of a burned diode on the optical sensor bulb was identified.